Event description:
It was reported that this patient received an inappropriate shock. The device therapy was deactivated and a revision was scheduled due to the electrode being dislodged. At this time the electrode remains implanted. No adverse patient effects were reported.